Event description:
The patient received a 7.5 ml/hr of fentanyl (100mcg/10cc) for one hour instead of .75 ml/hour as ordered. Dose and syringe verified, but pump setting did not have 2 nurse check per policy. Medication withheld for several hours as patient was monitored. Medication restarted at proper rate. No change in patient vital signs noted.